Manufacturer narrative:
(B)(4). The ge service rep replaced the broken cable and ii power supply. No pt injury was reported.

Event description:
The customer reported that intermittently the fluoro image was not visible when they moved the c arm to cr anio position.